Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while implanting the ventricular leadless pacemaker (lp), it was noted that following fixation, the lp was unable to be released from the catheter. While attempting to re-dock, the lp and catheter exhibited a premature separation. The lp was implanted. The patient was in stable condition.